Manufacturer narrative:
Philips has investigated this complaint. According to the information collected the issue occurred during a diagnostic neurovascular procedure. The wi-fi indicator was red, indicating a loss of the wireless connection. The customer continues to use the wired footswitch. Philips has confirmed that the reported failure is due to a connectivity issue. Due to a firmware bug the wireless foot switch can suddenly stop responding when a number of ambient conditions coexist, such as emc disturbance and the presence of other wireless devices in the room. Philips has initiated a medical device correction (2021-igt-bst-020). Philips attempted to obtain patient information, but the customer could not provide it. Updated codes based on investigation.

Event description:
It has been reported to philips that the wireless footswitch does not work. The user used the wired footswitch instead. No harm to the patient has been reported to philips. Philips has started an investigation of this complaint.